Event description:
A 1-2mm disassociation of the radial rhead lateral implant from the head from the stem seen on x-ray. Not explanted. Disassociation not causing pain or loss of function.

Manufacturer narrative:
Product not explanted. No anomalies found in review of manufacturing records. No conclusion could be drawn on cause of disassociation.